Event description:
It was reported that the medium-large clip applier instrument was not clipping or closing properly. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint that the medium-large clip applier instrument failed the clip test due to misapplication of the clip. The medium-large clip applier was placed and driven on an in-house system and passed the recognition and engagement tests. However, the instrument was able to retain the clip through engagement but could not release it as commanded. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed based on failure analysis.